Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. Additionally the right ven tricular (rv) lead exhibited increasing thresholds. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated normal battery depletion. Analysis of the device memory was performed and no anomalies were found.